Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. UDI# - (B)(4).

Event description:
It was reported that during the surgery, the tip lock slid easily during use. The tip came off the hand piece and saline water splashed around the surgical area. There was a 0 to 15 minute delay in surgery as the surgeon finished the procedure with the complaint device. No piece of the device fell into the patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI #:(B)(4). Visual inspection identified that there was no obvious physical damage. Functional testing found that the device operated normally. The tip lock seemed to slide easily. Dimensional analysis was completed and all measurements were in specification. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. Corrective actions were previously initiated to address this issue. The event is confirmed.

Event description:
No additional event information.